Event description:
It was reported that during a bilateral inguinal hernia repair robotic laparoscopic procedure, during peritoneal dissection, as the arm of the robot are very long, it touches the patient's face. The head round of the patient placed by anesthesia had to be removedand the tilt of both the arm cart assembly (aca -1 <(>&<)> aca -3) need to change. A pillow was also used to protect patient's face. There was no injury reported to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the associated device data for the reported arm cart assembly (aca). Evaluation of the device data indicates no issues or errors with the aca. Evaluation of the device data for the reported arm cart assembly noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bilateral inguinal hernia repair robotic laparoscopic procedure, during peritoneal dissection, as the arm of the robot are very long, it touches the patient's face. The head round of the patient placed by anesthesia had to be removed and the tilt of both the arm cart assemblies (aca -1 <(>&<)> aca -3) need to change. A pillow was also used to protect patient's face. There was no injury to the patient.